Event description:
Enoxaparin sodium injection automatic safety devices do not work, resulting in potential "sharp object injury". (B)(4) winthrop steps 4-5 of instructions don't work leaving user with a sharp needle syringe to dispose of safely. Dose or amount: 40mg, frequency: once daily, route: given into/under the skin. Dates of use: (B)(6) 2013. Reason for use: hip replacement.